Manufacturer narrative:
An infection adverse event has been reported to the manufacturer after the implantation of gammatile. It is currently unknown if this adverse event is related to the use of gammatile. Gt medical has attempted to follow-up with the physician via email but has been unable to obtain additional information. Additional follow-up will be attempted and the MDR will be updated as additional information becomes available.

Event description:
A patient implanted with gammatile at (B)(6) presented with infection.